Event description:
It was reported during a dual chamber implant, an increase threshold was noted on the right ventricular (rv) lead. Fluoroscopy revealed the lead was dislodged. The lead was not used, and a new lead was implanted. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and increased capture thresholds. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported event of increase capture thresholds was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.